Event description:
It was reported that atrial undersensing was noted on this cardiac resynchronization therapy defibrillator (crt-d). Noise was previously reported on the right atrial (ra) lead, and the sensitivity was reprogrammed as a result, now leading to undersensing and inappropriate pacing. Technical services (ts) suggested reprogramming the sensitivity to avoid further undersensing, as well as troubleshooting the ra lead for potential causes of the previously reported noise. This crt-d and ra lead remain in-service at this time. No adverse patient effects were reported.